Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated that the screen went to dark grayish black color and very difficult see without using a flashlight. Customer stated it only happens when he presses buttongs but backlight still works. Troubleshooting was done. Customer's blood glucose was 110 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
No display anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and moisture damage to the display and mother board.